Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings that attributed to this incident.

Event description:
A physician attempted arteriotomy closure using the starclose device in the right common femoral artery for an interventional procedure. One hour post procedure, the patient experienced a drop in blood pressure. A retroperitoneal hematoma was diagnosed. The patient received IV fluid resuscitation and a blood transfusion. The patient is reportedly doing fine.